Manufacturer narrative:
The device was labeled as a single-use product. Lot # 18d021 and 18f043. Of the three (3) events, the actual device for one (1) event was received for evaluation. Visual inspection revealed cracks on the fillport. The reported condition was verified. The cause of the condition was not determined. The actual device was not available for two (2) events; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographs revealed that the fillport was damaged. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 18d021 and 18f043. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that fill port of three (3) large volume infusors was damaged. In all three of the events the damaged fillport were discovered prior to patient use of the device. There was no patient involvement in any of the events. No additional information is available.